Event description:
Event descr: during the removal of the stylet from the feeding tube, the tip separated from the tube at the scoop.

Manufacturer narrative:
The returned device was visually examined and found to be broken or torn at the bolus (near the end of the feeding tube) similar product was mechanically tested and in order to duplicate a similar break more than 71 lbs of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.